Event description:
It was reported that the device was implanted and explanted in 2007, due to an unsuccessful mitral valve repair; secondary to regurgitation. It was further reported that it is unknown if the device is available for return. No other details were provided.

Manufacturer narrative:
Device not returned.